Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 48-inch size 0 capio suture during a vaginal sacrospinous fixation procedure. According to the complainant, the device fired successfully six times. On the seventh throw of the device, the needle of the suture got caught in the capio cage when the device was outside of the patient. When the physician attempted to release the suture from the device, the needle detached from the suture and remained inside the cage. It was reported that the device was rinsed between throws and that the break was right at the needle. The physician completed the procedure with a new capio device and a new capio suture with no patient complications. The patient was reported to be "stable" post procedure.

Manufacturer narrative:
(B)(4) "needle detached." A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.